Event description:
Event description cpi received information that this endotak lead was removed from service due to a lead malfunction found during the removal of the patient's pulse generator for normal end-of-life. A new system was implanted.